Event description:
It was reported to philips healthcare that the device had a co2 equip malfunction inop message and intermittent co2 functionality. There was no reported pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4).